Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19). The customer is unsure whether the alarms occurred during basal delivery or the load process. "Customer states that she thinks her bg's were higher than normal the day of the event, but adds that she cannot remember if her high bgs were related specifically to the cartridge alarm 19."